Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment related to the programmer overheating via the error log, however analysis was unable to confirm that the printer was printing slowly. It was additionally noted that the stylus was missing. The micro processing unit printed circuit board assembly and the power supply were replaced, the hard drive was reimaged and software loaded and the stylus was replaced and calibrated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer was printing extremely slowly and at the end of the check a "fatal" error generated indicating "warning. Programmer overheated. Turn power off and allow system to cool." This occurred when the programmer had only been on for 10 minutes. The programmer has been returned for service. No patient complications have been reported as a result of this event.